Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device revealed the balloon did not have any visual defects and looked normal. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge, but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located over the proximal ro marker. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon, and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was dilated; however, a leak was noticed as it seemed like it has a hole when the balloon was pulled out of the papilla. Reportedly, the dilation was stopped and a stent was placed to complete the procedure. There have been no patient complications reported as a result of this event. Investigation results revealed the balloon found a pinhole; therefore, this is now an MDR reportable event.